Event description:
Interval worsening of left knee pain [arthralgia aggravated] ([subtherapeutic response]), small effusion [joint effusion]. Case narrative: this case was linked to case (B)(4) (same patient, multiple devices). Initial information received on 21-oct-2019 regarding an unsolicited valid legal serious case from a lawyer from united states. This case involves a 77 years old female patient (165.1 cm and 91.17 kg) who experienced interval worsening of left knee pain, small effusion (latency unknown), while she was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included fall in (B)(6) 2011, chronic hypertension, high cholesterol, cardiovascular edema, vitamin d deficiency, advanced tricompartmental osteoarthritis, arthritis, toe joint pain, left, d & c surgery in 1996 and poor circulation. The patient's family history included hypertension (mother) and stroke (mother). At the time of the event, the patient had ongoing chronic knee pain and stiffness. Patient never smoked and was a nondrinker. Patient had chronic left knee pain and stiffness, progressively worsening, started after a fall 5 years ago. Patient had history of 2 previous pregnancies. Patient did not use any drugs or caffeine. Oral nsaids were contraindicated due to elevated bp. Patient had no known drug allergies. The patient's past medical treatment(s), vaccination(s) was not provided. Concomitant medications included ergocalciferol; diclofenac (voltaren); naproxen; fish oil concentrate; and cyanocobalamin (vitamin b-12). Upon examination on the day of injection ((B)(6) 2017), patient's left knee was stiff, had pain (dull), morning stiffness (all day) knee appeared boggy and patient had difficulty with range of motion; no swelling, edema, tenderness, palpitation or no warmth. On (B)(6) 2017, patient received intra-articular injection of hylan g-f 20, sodium hyaluronate, frequency once (dose, batch: unknown) (there would be no information available on the batch number for this case) for primary osteoarthritis of left knee. Procedure was performed under sterile conditions with local anesthesia. Patient tolerated procedure well, no immediate complications noticed. On an unknown date, after unknown latency, patient had interval worsening of left knee pain, small effusion (which required intervention). It was also reported that patient did not find significant relief after injection with hylan g-f 20, sodium hyaluronate. Patient had started water aerobics, 2 sessions so far and felt improvement. On (B)(6) 2017 patient came for follow up visit and presented with same symptoms as noticed on day of synvisc injection on (B)(6) 2017. Patient's left knee was stiff, had pain (dull), morning stiffness (all day) knee appeared boggy and patient had difficulty with range of motion; no swelling, edema, tenderness, palpitation or no warmth. Depo-medrol injection was given to the patient on (B)(6) 2017 (on day of follow up visit). Action taken: not applicable for all events. Corrective treatment: depomedrol for interval worsening of left knee pain, small effusion. Outcome: unknown for both events. A product technical complaint was initiated on 15-nov-2019 for synvisc one. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation complete date: 22-nov-2019. Follow up information received on 15-nov-2019. No new information received. Additional information received on 22-nov-2019 from other healthcare professional. Investigation summary received and ptc results added.

Event description:
Interval worsening of left knee pain [arthralgia aggravated] ([subtherapeutic response]) small effusion [joint effusion]. Case narrative: this case was linked to case (B)(4) (same patient, multiple devices) initial information received on 21-oct-2019 regarding an unsolicited valid legal serious case from a lawyer from united states. This case involves a (B)(6) years old female patient (165.1 cm and (B)(6) kg) who experienced interval worsening of left knee pain, small effusion (latency unknown), while she was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included fall in (B)(6) 2011, chronic hypertension, high cholesterol, cardiovascular edema, vitamin d deficiency, advanced tricompartmental osteoarthritis, arthritis, toe joint pain, left, d & c surgery in 1996 and poor circulation. The patient's family history included hypertension (mother) and stroke (mother). At the time of the event, the patient had ongoing chronic knee pain and stiffness. Patient never smoked and was a nondrinker. Patient had chronic left knee pain and stiffness, progressively worsening, started after a fall 5 years ago. Patient had history of 2 previous pregnancies. Patient did not use any drugs or caffeine. Oral nsaids were contraindicated due to elevated bp. Patient had no known drug allergies. The patient's past medical treatment(s), vaccination(s) was not provided. Concomitant medications included ergocalciferol; diclofenac (voltaren); naproxen; fish oil concentrate; and cyanocobalamin (vitamin b-12). Upon examination on the day of injection ((B)(6) 2017), patient's left knee was stiff, had pain (dull), morning stiffness (all day) knee appeared boggy and patient had difficulty with range of motion; no swelling, edema, tenderness, palpitation or no warmth. On (B)(6) 2017, patient received intra-articular injection of hylan g-f 20, sodium hyaluronate, frequency once (dose, batch: unknown) (there would be no information available on the batch number for this case) for primary osteoarthritis of left knee. Procedure was performed under sterile conditions with local anesthesia. Patient tolerated procedure well, no immediate complications noticed. On an unknown date, after unknown latency, patient had interval worsening of left knee pain, small effusion (which required intervention). It was also reported that patient did not find significant relief after injection with hylan g-f 20, sodium hyaluronate. Patient had started water aerobics, 2 sessions so far and felt improvement. On (B)(6) 2017 patient came for follow up visit and presented with same symptoms as noticed on day of synvisc injection on (B)(6) 2017. Patient's left knee was stiff, had pain (dull), morning stiffness (all day) knee appeared boggy and patient had difficulty with range of motion; no swelling, edema, tenderness, palpitation or no warmth. Depo-medrol injection was given to the patient on (B)(6) 2017 (on day of follow up visit). Action taken: not applicable for all events. Corrective treatment: depomedrol for interval worsening of left knee pain, small effusion. Outcome: unknown for both events. A product technical complaint was initiated and results were pending for the same.